Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing and low intrinsic right atrial (ra) lead amplitude. The patient had reported symptoms of shortness of breath. The heartlogic index was above thresholds. Upon review, technical services (ts) stated that there were no recorded arrhythmia episodes in collection period. The device was programmed as vvir and due to which the ra lead was off. The presenting electrogram (egm) showed the device operated as programmed. All lead measurements were within the normal range. This device currently remains in service. No adverse patient effects were reported.